Event description:
Boston scientific received information that the remote home monitoring system issued alerts for a low out of range pacing impedance measurement and a high out of range shock impedance meausrement. The field representative is attempting to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.